Event description:
Revision surgery - due to the pt falling and breaking her arm.

Manufacturer narrative:
The reason for this revision surgery was identified as a fracture after three days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. (B)(4). The root cause for the fracture was most likely due to the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.